Event description:
Customer reported hospitalizations due to high and low blood glucose. Customer stated that the blood glucose reading was 242 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.